Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. The customer's reported blood glucose levels were 283 mg/dl, 414 mg/dl, 265 mg/dl. The customer was treated with manual injections. The customer stated that they felt bad about having high blood glucose level. The customer also reported that the drive support cap was sticking out. The customer alleges the insulin pump for under delivery as they had high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No loose drive support anomaly noted during test.